Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported high blood glucose event. Customer's blood glucose level was over 500 mg/dl. Paramedics were called, but customer was not hospitalized. Customer used manual injections to lower blood glucose level. The blood glucose reading was decreased to 159 mg/dl the previous night; however the blood glucose increased to over 500 mg/dl. The current blood glucose reading is 214 mg/dl. Customer treated with manual injections. Nothing further reported.